Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were several episodes of non-sustained right ventricular oversensing (nsrvo) noted on the device due to t-wave oversensing. Device reprogramming is anticipated and the patient was stable with no consequences.

Event description:
Additional information received indicated that the device was reprogrammed to resolve the event.